Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 28-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo fasting obtained on (B)(6) 2023 at 8 am. The customer¿s expected am fasting blood glucose test result is below 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/31/2025 and test strips have been opened since on (B)(6) 2023 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.